Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings:evaluation revealed that the pump history shows the pump was manually suspended at (B)(6) 2013 at 12:21 and manually resumed at 16:26. The last basal delivery and the last bolus delivery were on (B)(6) 2014. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. The display screen has a pinkish contrast. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a pinkish contrast display screen. This report is made based on results of investigation completed on (B)(6) 2016.